Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp-(B)(4).

Event description:
A healthcare professional reported that the buttons are coming off from a silent nite sleep appliance. Event was reported to the dental office located in bronxville, new york. No further information was received.